Event description:
Revision surgery - due to the patient tearing their subscap post op and needing to be revised to a reverse total shoulder

Manufacturer narrative:
The reason for this revision surgery was the patient tore subscap post operation and needed to be revised to a reverse total shoulder. The in-vivo length of patient service for the implant was 3 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. To date the device has not been made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. This event is deemed to be non-product related. The root cause of this complaint was a revision surgery due to the subscap tear. There are multiple factors that may contribute to the event that are outside the control of djo surgical are soft tissue impingement, excessive range-of-motion, excessive load or trauma. Agent has clearly mentioned that the patient tore his subscap and it seems that the event might be occurred due to patient activities or patient noncompliance with medical instructions. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness